Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "flash file system error" (diagnostic code 1126), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "flash file system error" (diagnostic code 1126), had occurred. A field service engineer (fse) went onsite and determined that the central processing unit (cpu) printed circuit board assembly (pcba) was defective and required a replacement. The fse replaced the cpu pcba to resolve the reported issue. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.